Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare ('fph') field representative that the junction between the bc2745 nasal cannula and tubing was disconnected. This was noticed before use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The bc2745 infant nasal cannula oxygen therapy is en route to fisher & paykel healthcare for investigation. We will provide the follow up report once we receive the complaint device and have completed our investigation.